Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) is underway. The reported problem (resets) has been confirmed. Upon investigation, the battery charger was resetting. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective battery charger/modem.

Event description:
A distributor returned battery charger/modem sn (B)(4) and reported that the battery charger was resetting.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the u13 processor was corrupted on the bedside board. The cause of the resets is the corrupted processor. The root cause of the corrupted processor cannot be positively identified. No adverse event resulted from the corrupted component.

Event description:
A distributor returned battery charger/modem sn (B)(4) and reported that the battery charger was resetting.